Manufacturer narrative:
(B)(4). G2: foreign - south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic cr femoral inserter broke during impaction of the implant. No excessive force was used, and the correct surgical technique was used.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures confirmed that the instrument was fractured. The fracture surface was not fully pictured for further evaluation. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Complaint was confirmed based on the provided photograph. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.